Event description:
Patient underwent a robotic-assisted laparoscopic right partial nephrectomy. This second (replacement) robotic tip cover accessory reportedly failed after about 1 hour of use and was replaced again after it developed a tear. No patient harm reported.